Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's friend reported via phone call indicating that the customer was hospitalized with a blood glucose level of unknown. The caller did not mention the time and date of the hospitalization. The caller did not mention any symptoms of their blood glucose levels. The caller did not mention any form of treatment for their blood glucose levels.